Event description:
A malfunction was reported on a pump, with no events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, successfully reset the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.